Event description:
It was reported that during an endoscopic retrograde biliary drainage procedure (erbd) the outer sheath was damaged. When a guide wire was inserted through the device, the physician noted damage to the outer sheath. The pull wire was protruding from the torn area. The procedure was completed with a different device. There were no pt complications and the pt was reported to be fine.